Event description:
The user facility reported a perforation when using the runthrough ns device. Follow up communication with the user facility reported the following information: the wire was used during a pci operation; the perforation happened; the operator of the device felt the tip load was heavier than before; the procedure was completed successfully; and (5) the patient was reported doing fine.

Manufacturer narrative:
Results: is based on evaluation of user facility information and the returned sample; evaluation of the retention sample of the involved product/lot# and the current product. Conclusion: is based upon evaluation of user facility information and the returned sample; evaluation of the retention sample of the involved product/lot# and the current product. The actual sample was returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and reserve samples of the involved product/lot# and from the current product. Visual inspection of the actual sample did not find any visible anomaly. Magnifying inspection of the platinum coil segment found that the distal tip had been shaped. An elongation of the coil was found at approximately 28 mm from the distal end. The outside diameter was confirmed to meet manufacturing specifications. The actual sample, the retention sample of the involved product/lot# and the current product sample were compared with one another for the pushing resistance of the distal extremity of this product, both when they were in the dry state and when they were wetted with saline solution. All the samples were found to be comparable to one another. From this test result, the pushing resistance of the distal extremity of the actual sample can be considered to be normal. It was noted that the distal shaped segment of the actual sample was straightened up prior to the test with a factory-retained mandrill. Review of the device history record and the shipping inspection record of the involved product/lot# confirmed there were not any indications of production-related problems or discrepancies in the inspection results. A search of the complaint files confirmed that this product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information provided by the user facility the event description is most consistent with be subjected to a pulling manipulation in the state of being trapped. The device labeling does address the potential for such an event in the instructions-for-use, which states: "manipulate the runthrough ns slowly and carefully in the vessel while confirming the behavior and/or location of the wire's tip under high resolution fluoroscopy. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).